Event description:
It was reported that during a peripheral angioplasty treatment procedure, a balloon rupture occurred. The in-stent restenosed target lesion being treated was located in a peripheral fistula with tortuousity that ranged from none to moderate. The 8.0 x 40, 75cm mustang balloon ruptured at 19atms on the initial inflation. The device was removed intact and the procedure was completed with a different device. No patient compilations reported and the patient's status is listed as ok.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).